Event description:
The blood glucose monitoring device generated a test result with a test strip, prior to it being dosed with blood; however, did not provide the reading value. Reporter stated not treating herself based on the undosed result and the meter was not set in the memory mode when the alleged incident occurred. A request was made for the return of the suspect device and replacement product was sent.